Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014, patient underwent following procedure, anterior lumbar interbody fusion l5-s1. Implantation of cage l5-s1. Bone grafting (bone morphogenetic protein and bone graft). Pre-op and post-op diagnosis: degenerative disk disease, lumbar spine. Lumbar spinal stenosis. Status post l3 to s1 posterior fusion with nonunion as per operative notes, ¿..exposure was obtained at l5-s1, the needle was placed and lateral fluoroscopic view and proved that we were indeed at l5-s1.. The initial 9 mm trial was placed. The position was judged to be excellent on ap and lateral fluoroscopic views; however, the 9 trial was too small. The 11 trial was then selected, with a 15-degree lordotic trial. This achieved excellent stability and excellent position and nicely distracted the disk space. The wound was copiously irrigated. The 11 mm high, 24 mm deep cage was packed with bone graft materials, and then the cage was impacted in position and countersunk just very slightly.. No complications were reported..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.